Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd screen, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he has a crack on the screen of his insulin pump and believes that the damage was caused by something he bumped into at work. The patient's blood glucose at the time of incident was 117 mg/dl. The customer stated that due to the crack he can't read the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.